Manufacturer narrative:
A ge representative evaluated the system and replaced the batteries. System operates as intended. (B) (4).

Event description:
The customer reported, the system is displaying a regulator error after taking exposures. No patient injury was reported.